Event description:
It was reported that the administration set in combination with cadd-solis vip, item number 21-2120-0105-14l, alarmed for downstream occlusion. No adverse patient effects were reported. Related complaint for cadd-solis vip, item number 21-2120-0105-14l is documented on (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.